Event description:
It was reported that during a diep flap procedure, the surgeon went to clip the mammary artery and it almost transect the artery. They put on another clip or sutured to complete the procedure. No patient consequence were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.